Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. Upon review, the right atrial lead exhibited noise that led to inappropriate automatic mode switch. No intervention was performed and the patient would be monitored. The patient was stable.